Event description:
It was reported that the patient was experiencing low voltage advisory alarms and no external power alarms. Log files captured no external power events on (B)(6) 2022 while on the mobile power unit (mpu).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was noted that the patient depleted their batteries down to one power bar before changing them.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a no external power alarms on mobile power unit (mpu) support as well low voltage advisory alarms was confirmed through the analysis of a submitted data log file. The mobile power unit (mpu) (serial number: (B)(6) ) was not returned for analysis; however, log file was submitted for review. A review of the submitted log files showed events spanning approximately 12 days (03feb2022 ¿ 15feb2022 per timestamp). No external power alarms were active on on 04feb2022 from 12:49:41 ¿ 12:49:54 and than on 12feb2022 from 18:05:37 ¿ 18:05:40 and were coincident with a loss of ac power while the controller was connected to the mpu. The alarms cleared once power was restored. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power events. On 04feb2022 at 20:14-20:15 and 07feb2022 at 23:40-23:42 the log file captured multiple low battery voltage advisory alarms. These alarms occurred only on battery power and corresponded to the batteries becoming depleted during use and are unrelated to the mpu. Once external power was changed to either charged batteries or an mpu, the low voltage alarms cleared. There were no other notable alarms active in the log file. Throughout the log file the controller supported the pump at the set speed, as designed. Additional information provided on 21feb2022 stated that the mobile power unit (mpu) has a v-lock connector. Multiple requests were made to obtain additional information (including if it is known if the power cord came loose from the wall or the back of the unit, or if any environmental circumstances would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 17feb2020. Per device history records, the (B)(6) is equipped with the v-lock connector. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3 ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.